Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had a scope communication error displayed during inspection/setup prior to use. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: h3. The device was returned to olympus for inspection and the reportable malfunction was confirmed. In addition, the inspection identified two reportable malfunctions: the image appeared noisy and the videoscope displayed a b31 scope communication error. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.